Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The cable was and connector was cleaned and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) display showed the error message "frame grabber rate to low" sporadically during 3d scans. The system would then go into stand alone mode. No patient present.